Event description:
Health professional reported "gel seizer exploded while sizing pt's right side pocket." Surgery was completed. It was confirmed that the gel made pt contact, but the doctor was able to remove the gel from the pocket. The device has not been returned.

Manufacturer narrative:
(B)(4). Device labeling addresses rupture: "pts should be advised that the sizer may rupture, releasing silicone gel into surrounding cavity."